Manufacturer narrative:
Pump received with a blank non-flashing white lcd display with vertical/horizontal white lines due to cracked lcd glass. Unable to perform the self test, displacement test or verify missing segments due to blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the case and the display window of the insulin pump was worn out and damaged. Customer's blood glucose at the time of the incident was unknown. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The device has been returned for analysis.